Event description:
The customer reported that the remote alarm at the nursing station would alarm only intermittently when an alarm activated on the ventilator. The ventilator was in use and the customer reported there was no patient harm. The respironics service technician verified that there was an intermittent output signal from the ventilator's remote alarm port when an alarm was activated on the ventilator. The service technician replaced the main pcbboard to correct the problem. The service technician reported he observed the user stored the ventilator in an area of limited space, which contributed to physical impact to the connector jack on the main board. Performance verification testing was performed on the ventilator, and all tests passed per operating specifications.